Event description:
The tech was putting together the endo gia ultra stapler with the staple reload in preparation of the surgery. The reload or the stapler was defective resulting in the reload getting stuck on the stapler. Both pieces were removed from the or and a new device was used. No patient harm.